Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on the pump and the touch screen became shattered. Additionally, the customer is unable to navigate through pump menus due to the touch screen becoming blank. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.